Manufacturer narrative:
(B)(4). Date sent: 12/28/2017. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic unknown procedure, the tissue pad was broken off but the broken pieces were retrieved. It was possible that the device was activated on the clips. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.